Event description:
Leaking lever lock - the exact location of the leak is uncertain. No pt injury. Pt was receiving zofran - anti-nausea drug. Leak was found in a timely manner and all tubings and bags were changed.